Event description:
(B)(4). Totally horrible from debilitating headaches to feeling bloated . Pelvic pain that was so bad I couldn't walk . Insomnia and hair falling, inflammation and now diagnose with fibromyalgia. I was perfectly fine before essure . After one year of essure implant everything in my health change , I was bleeding extremely and in public places was the worst and it was very embarrassing to bleed out every where in front of everyone . This device should be remove I have so bad joint pain and inflammation that I will undergo surgery on my foot to release a nerve .